Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that when they push the act or escape button the screen went blank. Crack on bottom of insulin pump above the sticker on battery side. The troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had cracked case at display window corners, no cracked end cap noted.